Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The 3.0x20mm target lesion was located in the left circumflex artery. A 32x3.00mm rebel stent was advanced to treat the lesion. However, during withdrawal, the "knit" opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the seventh row of distal struts was damaged with bent and flared struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.0x20mm target lesion was located in the left circumflex artery. A 32x3.00mm rebel stent was advanced to treat the lesion. However, during withdrawal, the "knit" opened. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.